Event description:
It was reported that this artificial urinary sphincter (aus) pump migrated and the patient had difficulties using the device. Therefore, the patient underwent a surgical intervention to remove and replace the pump. There were no patient complications reported.